Manufacturer narrative:
At the time of this report, the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, it was reported that the user experienced low blood glucose of 55 mg/dl. The user treated the low with an apple. Review of the report indicated the user had recently stopped announcing meals, which confused the ilet algorithm. A factory reset was completed, and the user was advised to resume proper meal announcements.